Event description:
We used to use the 3 m steri-strips #r1547 in bourne. These are applied to the biopsy sites of the womans breast after the procedure. We replaced this product with 19-75147, this is a mckesson product. A patient was in last week and doctor (B)(6) brought me in the room after her stereotactic biopsy showed what happens when we use the mckesson steri-strips. They disintegrate when they get wet and when she tried to remove it from her breast the strip was stringy and pulled at the biopsy site causing it to bleed more.